Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: d10: the date device returned to manufacturer was documented as october 7, 2019. In the initial report. This has been corrected to october 8, 2019. G1-2: the manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. H4: it was documented in the initial medwatch that the date of manufacture was unknown. The correct date is mar 11, 2018. H10: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device did not run. It was further determined that the device failed pretests for check starting behavior at 3 bar, check for excessive noise, check for noticeable untrue running, check triggers for forward / reverse mode, check for air leak, check reverse locking mechanism and general condition. Therefore, the reported condition was confirmed. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The manufacturer location was unknown. The device manufacture date was unknown. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the compact air drive device trigger was locked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was reported that there were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.